Event description:
On (B)(6) 2016: procedure at dr. (B)(6) office. Bolus of fentanyl 75 mcg and increase in pump medications by 15 percent. Severe back pain 2 hours after procedure. Severe vomiting and diarrhea. Transferred to transitional care unit (tcu) due to episode of loss of consciousness during an echocardiogram. Per dr. (B)(6) lab work positive for non-acute subendocardial myocardial infarction (heart attack). Had 6 episodes of loss of consciousness (B)(6) 2016. The pain pump was determined not to be functioning and was removed on (B)(6) 2016. Everyone agreed that the pump was not working, as no medication had been delivered by the pain pump between the last refill on (B)(6) 2016 by (B)(6) and today's date of (B)(6) 2016. Once the pain pump was noted not to be delivering any medication. The diagnosis was now clear. I had gone through a full blown opioid withdrawal causing the heart attack and severe memory issues (brain fog). At this point the reason given for the failure is that too much volume (fentanyl and increasing regular pump med) caused the pump to shut off. My recovery took at least 4 months, I am now deemed a cardiac patient and must see a cardiologist yearly for possible testing. I have experienced memory issues that cause trouble in my daily life.